Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 37751 serial# (B)(6) product type recharger product ID 37761 serial# (B)(6) product type recharger product ID 37612 serial# (B)(6) implanted: (B)(6) 2018: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the desktop charger (serial# (B)(6) found a bent connector pin at the end of the cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that today they noticed their recharger was acting strange and showing different screens when they were attempting to charge their ins. The caller stated that the screen had turned off after 10 minutes, and had began blinking in which the screen would shut off and then act like it was resetting by showing the medtronic screen, and then one of the different screens. The caller stated they had seen the normal recharging screen, another screen they did not remember, and then while on the call described the charge the recharger screen, and mentioned they did not see the warning icon, and that the screen was blinking off and back on. After patient services (pss) reviewed the charge the recharger screen, the caller stated the desktop charger (dtc) was plugged in while they were attempting to charge, and confirmed seeing the green light on on the ac power supply, and then mentioned they noticed either today or yesterday that the metal connector was really bent. Based on the dtc connector pin damage, pss was under the impression the recharger was not functioning properly due to insufficient battery of the recharger from a poor charging connection that would go in and out from the dtc. The issue was not resolved. An email was sent to the repair department to replace the dtc. No symptoms reported.